Event description:
It was reported that the customer received a no delivery alarm. She reported that a month ago, from the time of the report, her insulin pump did not alarm her with a low reservoir alert. Instead the customer received a no delivery alarm and the reservoir was empty. The customer's most recent blood glucose level was 82 mg/dl. She did not want her insulin pump replaced. The product was not returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.(B)(4)